Event description:
The customer reported a leak from the right side of the coulter, coulter lh 750 hematology analyzer station. The source of the leak was unknown. The fluid leaked appeared bloody and contained isoton. The leak which was approximately 500 ml was inside the instrument as well as on the counter. The customer powered off the instrument to stop the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed, are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. The field service engineer found needle bellows full of fluid. The cause of the bellows not draining, was due to a broken yellow stripped round tubing at pinch valve vl57a. The fse replaced both tubings at this pinch valve, and verified the instrument by running qc and reproducibility test. The vl57a may carry blood and diluent to the waste. Although no discrepant results were generated; the failure mode identified, has the potential to cause discrepant results for the cbc, diff and retic parameters. The failure mode of the event is due to broken tubing at pinch valve vl57a.

Manufacturer narrative:
(B)(4).